Event description:
Consumer reports the toothbrush's bristle plate broke while brushing and he swallowed it. This is reported as a malfunction with the potential to cause serious injury. A minor injury, "bristles scratched my throat", occurred.

Manufacturer narrative:
The brush is either a spinbrush pro clean soft 66878 00078 or spinbrush pro clean medium 66878 00079.